Manufacturer narrative:
(B)(4). Device evaluated by MFR.: promus premier us mr 3.00 x 8mm was returned for analysis; the stent delivery system was not returned with the stent and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. The stent was returned attached to a snare and a guide wire. The stent was severely damaged and squashed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.00x8mm promus premier¿ drug eluting stent was advanced and deployed to treat the lesion. However. After deployment, it was noted that the stent became dislodged. A snaring device was used to remove the stent from the patient's body. No patient complications were reported and the patient's status was stable.